Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that the patient stated she is slightly constipated. The patient stated she was having trouble voiding into the pan. The patient stated that she has been having a bowel movement with each void, the stool goes into the pan making it difficult measuring the voids. The patient stated that she does not feel the stool coming out. The patient is frustrated with how things are going. During the collection time of 12-04 and 12-05 there were 2 voids attempts that didn't have any urine output. The patient stated that she's constipated and when she gets constipated she takes something to ease the constipated. No further complications were reported.